Manufacturer narrative:
Section a: patient information was not provided. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the oxygenator was clotting quickly. The oxygenator was swapped out and was intended to return for evaluation. It was said the patient involved, but patient data was not shared. The issue was said to have occurred 3 to 5 days after the initiation of support. The pump speed, blood flow rate, and blood inlet/outlet pressure at the time of the event was unknown. The event resolved when the oxygenator was exchanged. The exchanged oxygenator was returned for evaluation.